Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3064 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). On (B)(6) 2019, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3064 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). On (B)(6) 2019, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-may-2023: new lawyer's reporter and essure removal via bilateral salpingectomy added in the non-drug treatment. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal/ misplaced or unidentifiable essure coils from a previous sterilization.") In a 40 year-old female patient who had essure inserted (lot no. 8418) for female sterilisation. The patient had a medical history of , paratubal cyst, chronic cervicitis, headache, migraine, endometrial ablation, endometriosis externa, pelvic pain female, dyspareunia, dysmenorrhea, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2939 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). On (B)(6) 2019, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date: as per argus (B)(6) 2011. As per mr (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure devices in place. The left device is peripherally located, and no contrast is seen in either fallopian tube. A small component of the left device is discontinuous with the main portion of the device. A satisfactory intraoperative imaging. [Pathology test] on (B)(6) 2019: endometrial curettings: proliferative endometrium. No evidence of hyperplasia or malignancy fragments of endocervix with chronic endocervicitis. Bilateral fallopian tubes: bilateral congested fallopian tubes with benign paratubal cysts. Uterine fibroid: fragments of benign leiomyoma. Left broad ligament, biopsies: endometriosis. Gross description: metallic coils are identified within the larger segment of fimbriated fallopian tube and the additional segment of fallopian tube in the same container. Microscopic description: metallic coils consistent with essure devices were present within the bilateral fallopian tubes on gross examination. The most recent follow-up information incorporated above includes data received on: 02-nov-2023: mr received: lot number added, event: "medical device removal updated to device dislocation" reporters information patient medical history and surgical pathology reports were added. Product insertion date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("medical device removal/ misplaced or unidentifiable essure coils from a previous sterilization.") In a 40 year-old female patient who had essure inserted (lot no. 841857) for female sterilisation. The patient had a medical history of paratubal cyst, chronic cervicitis, headache, migraine, endometrial ablation, endometriosis externa, pelvic pain female, dyspareunia, dysmenorrhea, uterine fibroid and abnormal uterine bleeding. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 2939 days after essure insertion, she experienced device dislocation (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal via bilateral salpingectomy). On (B)(6)2019, the event had resolved. The reporter considered device dislocation to be related to essure administration. The reporter commented: discrepancy noted: insertion date as per on (B)(6) 2011 as per on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2012: essure devices in place. The left device is peripherally located, and no contrast is seen in either fallopian tube. A small component of the left device is discontinuous with the main portion of the device. A satisfactory intraoperative imaging. [Pathology test] on (B)(6) 2019: endometrial curettings: proliferative endometrium. No evidence of hyperplasia or malignancy fragments of endocervix with chronic endocervicitis. B. Bilateral fallopian tubes: bilateral congested fallopian tubes with benign paratubal cysts. C. Uterine fibroid: fragments of benign leiomyoma. D. Left broad ligament, biopsies: endometriosis. Gross description: metallic coils are identified within the larger segment of fimbriated fallopian tube and the additional segment of fallopian tube in the same container. Microscopic description: metallic coils consistent with essure devices were present within the bilateral fallopian tubes on gross examination lot number841857manufacture date2011-03expiration date2014-03. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 29-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 40 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3064 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). On (B)(6) 2019, the event had resolved. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.